Event description:
Caller reported a cartridge alarm 20 with their pump, which did not cause their blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed about the replacement pump with updated software and available training in their tandem source account. They were instructed to return the problematic pump using the pre-paid label and to follow the required steps upon receiving the new pump.